Event description:
The customer stated that she was experiencing high blood glucose levels all day for two days. The customer stated that she changed the infusion set three times prior to the event. The customer stated that she fainted and broke her nose due to her blood glucose levels being so high. The paramedics were called and the customer was transported to the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. The customer was very uncomfortable with the insulin pump and wanted it replaced. The customer called back stating that she was also hospitalized recently for low blood glucose levels in the 20 mg/dl range. The customer declined to perform the displacement test because the insulin pump was already being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.